Event description:
It was reported that the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported to abbott that the ipg would not communicate. The patient programmer showed error 2501 and the charger could not locate the ipg. The patient reported that they have not used or charged the system in about 5-6 months. Ipg may be inoperable due to lack of charging. Surgical intervention may be planned to resolve the issue.

Event description:
Additional information received indicates the patient had a difficult time charging their device due to a shoulder injury prior to the ipg replacement.